Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition. The event history log was reviewed and the reported issue was not found. Accuracy test was performed and the reported "failed accuracy" issue could not be confirmed. Delivery accuracy testing found the pumps average delivery error to be within the internal spec of +/- 3.0%. The customer's accuracy test setup or procedure is not correctly calibrated. The pump will undergo standard preventative maintenance. There was no fault found with the returned pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -12.9%. There was no reported adverse event.